Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch delica lancing device was not firing a lancet. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The patient stated the alleged issue began on the same day that he contacted lfs for assistance at approximately 9 or 10 am in the morning. The patient stated he manages his diabetes with oral medication but he could not recall the name. The patient stated he took his pill in the morning as per usual when he was not able to use the subject lancing device and went to the pharmacy for assistance. The patient stated he arrived at the pharmacy at approximately 10:30-10:45 am and began to experience symptoms of "blurred vision and was angry." The patient reported that he was given a new lancing device (unknown type) at the pharmacy and tested once he left the pharmacy and reported a glucose reading of "244mg/dl" after 11 am. The patient denied receiving any treatment for his symptom and exercised to bring down his blood glucose. At the time of troubleshooting, the cca noted that the subject lancing was being used for the first time. The cca was unable to resolve the issue with troubleshooting. Replacement products were offered but refused by the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged lancing device issue began.